Event description:
It was reported that the patient¿s pain on their left side was getting worse. The patient was scheduled for a lead revision on 2015 (B)(6). The revision was to adjust the lead location to improve their pain coverage. The patient had had an issue with their coverage since the implant on 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported indicating that there were no alleged product issues and no actions were required. The stimulation was not in the correct location. After the initial implant the patient reported that the lead placed along her right cheek and was too high and was not in the optimal position. The lead was repositioned lower on the right cheek. No products were explanted or removed. The leads across the forehead were crossing at the tip and causing the lead to slightly protrude. The physician moved the right forehead lead back slightly so that they did not overlap. This was done for cosmetic reasons. No pain or stimulation issues. The surgery went well and they confirmed that all the issues were resolved. It was noted that the patient may need a little adjustment. The patient was happy with the coverage and placement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 97714, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 97714, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).